Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the coupling shaft broke off the device and was in two pieces. The assignable root cause was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an anterior cruciate ligament surgery, it was observed that the coupling shaft was broken on the reduction drive unit device. There was a six minute delay to the planned surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.